Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit display monitor was not opening and closing smoothly. The display monitor was stiff to open and close. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
The field service engineer (fse) replaced the left and right hinges, and display monitor was now opening and closing as intended. The fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing and was returned to the customer.

Event description:
N/a.